Event description:
It was reported that the right ventricular lead exhibited failure to capture at max outputs. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead was returned in two pieces. Electrical discontinuities and internal shorting were due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.